Event description:
The affiliate stated the customer reported a falsely elevated initial troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni reagent used in conjunction with the unicel dxi 800 access immunoassay system. The elevated result was released out of the laboratory. As a result, the patient was admitted to the cardiology department based on the false value. The customer indicated no additional treatment was given to the patient, and a normal electrocardiogram (ECG) was obtained. The customer stated the patient was discharged the same day. There was no report of any additional patient impact or treatment associated with this event. The patient¿s sample was collected in 4.5 ml becton dickinson vacutainer lithium heparin plasma gel tube and centrifuged for ten minutes, at room temperature. Subsequent testing of the patient¿s sample, on an alternate unicel dxi 800 system, recovered a lower result within the normal reference range. Quality control (qc) analyses of the customer-supplied archived data files indicate no system flags and qc recovery was precise. No further issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.